Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down while connected to a patient. The user told that during the ventilation device turned off and the cockpit and showed a purple light in the rotary knob light alarm. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was analyzed onsite. The infinity acs workstation nc consists of two main parts which operate mostly independent of each other. The ventilation unit vn500 performs the ventilation and the cockpit c500 is the main display and allows for user input. During the device analysis the cockpit was not functional and could not be started. After replacement of the cockpit the device could be started and operated as specified. A faulty cockpit mainboard was determined to be the cause of the failure. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. After three unsuccessful attempts the device would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure as well as an indicator for the ongoing ventilation are displayed in the secondary oled-display located on the ventilation unit. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while connected to a patient. The user told that during the ventilation device turned off and the cockpit and showed a purple light in the rotary knob light alarm. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.